Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right shoulder was revised due to a loose glenoid baseplate. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
The reported event that 6.5mm center screw - 32m m was alleged of 'implant - loose' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus, a medical statement was not possible. A more precise evaluation was not possible. However, based on complaint history some possible root causes are, but not limited to, trauma caused by patient after implantation. Indeed, the prosthesis system is not intended to withstand mechanical loads as well as natural bone structures. Inadequate initial fixation of the components, latent infection. Early mechanical loosening may result from inadequate initial fixation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's right shoulder was revised due to a loose glenoid baseplate. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.